Manufacturer narrative:
The insulin pump was received with a pump error alarm during rewind due to corroded motor home switch. The pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to pump error alarms. All operating currents are within specification and no unexpected low battery alert or power loss alarms noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had rewind anomaly. Blood glucose was unknown. The insulin pump was returned for analysis.